Event description:
Reporter stated that a patient, hospitalized for open-heart surgery, was tested using the inform system. Although the actual blood glucose value obtained on the inform system was not provided, the reporter indicated that "there was a huge discrepancy between the lab and the inform meter result." Reporter stated that, based on the value obtained on the inform system, the health care provider did not provide any medical intervention to the patient. As a result, patient reportedly experienced brain damage. No additional information about patient's diagnosis or treatment was provided. Quality control testing had reportedly been performed on the inform system and the values were within acceptable ranges. The manufacturer requested the return of the suspect product and replacement product was shipped.